Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported that the patient had problems with their pump since the implant on (B)(6) 2012. According to the patient, they had a procedure to check on the pump because it "was not working right". This procedure occurred 3 to 4 weeks prior to (B)(6) 2017. The patient noted that a manufacturer's representative was present for the procedure. It was later reported that that the patient underwent a pocket revision on (B)(6) 2017. The patient's hcp speculated that the patient might not have been getting all of their medication. It was noted that the patient has made complaints similar to this every year around the same time. It was confirmed that there was no issue with the pump or catheter when the pocket was opened up, however the hcp did reinforce some of the patient's stitches to keep the pump from moving/flipping. As far as the rep was aware, the issue was resolved after the case. No symptoms were reported. No further complications were reported.